Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a low anterior resection. The reload was connected to the adapter, the tissue was clamped, the green button was pressed; but the status indicator lights illuminated blue. Another powered handle was connected to the reload as described above and the firing was completed with no problem. No patient injury or extension in surgical time. Patient status is no problem.